Manufacturer narrative:
The event unit was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned did not complete the seal when reassembled. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report.

Event description:
Procedure performed: "laparoscopic prostatectomy" event description: " this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." "Septum damaged" "report from the sales rep the doctor noted a black fragment inside abdominal cavity in the field of view of a scope camera. As the result of inspecting the devices potentially caused the incident, he/she confirmed that a portion of the septum was fragmented. It was assumed that the incident caused during manipulating a forceps. Laparoscopic prostatectomy procedure was performed. The fragment was removed, the trocar was replaced with new one and the procedure was completed. No patient injury and less bleeding. It was reported that the doctor had a sign of roughly handling some devices inside the trocar. The number of inserted devices into the trocar was large. The cer check list is unavailable. Initial investigation report the event unit was returned to us and visually inspected. The septum was fragmented(fig.1). The returned fragment size was approx.. 8.0mm x 5.5mm. The fragment matched the missing portion on the septum in shape(fig.2). However, we noted a missing portion on the septum(fig.3). No damage was observed on the ddb and the shield. The unit will be returned to amr for further evaluation. Admin# (B)(4)." Type of intervention: "the trocar was replaced with new one" patient status: "no patient injury"